Event description:
It was reported that the patient experienced a "sudden onset" of difficulty swallowing, difficulty breathing while lying down, severe pain down back, migraines, and chest pains. Pt reports her healthcare provider (hcp) came to the conclusion "her esophagus just was not working right." Pt also stated "but her gi doctor had done tests and said "there was nothing clinically wrong." It was stated that the implantable neurostimulator (ins) had never been turned off because she needed it for her pain. It was added that the patient's symptoms started about 3 months ago. Additional information received reported that the patient experienced a jolting in the heart, ¿like a defibrillator in her chest.¿ the jolting across the top of the chest that ¿stops the patient in her tracks, like someone just put me in an outlet and shocked me.¿ it was also stated that the jolting did not stop the heart and the patient did not have chest pain at that time.the jolting started ¿a few months after implant.¿ it was also noted that the patient trouble swallowing, difficulty breathing (while lying down, ¿it was like my esophagus closed¿), and chest pain. The reporter wondered if the issues were connected to the ins. It was stated that the manufacturer representative checked the ins and said that the jolting can happen. The reporter also stated that the ins only worked 50% of the time, ¿it had never been a complete success.¿ it was mentioned that the patient discussed any possible allergic reaction to any ins materials with her hcp. The patient experienced redness and itching around the ins site as the patient would ¿scratch and scratch.¿ it was noted that the itching and scratching had been since ¿day one.¿ the difficulty breathing began about 3 months ago. It was also reported that the patient believed the ¿battery was dying sooner than it should.¿ it was stated that the patient had to recharge every week now, but it used to be every two weeks. It was also stated that the patient could tell the battery was ¿gradually weakening, but now states it ¿just shuts off,like it is dead.¿ the need to recharge every week had been happening for the last 4 weeks. The patient¿s ins was reportedly on ¿24/7.¿ it was also stated that the last time the patient saw her hcp, the stimulation was increased. The patient believed her injuries ¿and stuff¿ were getting worse and felt like it was due to the ins ¿not working as much.¿ the patient had an appointment scheduled with her neurosurgeon on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 37092, lot# 244080002 implanted: (B)(6) 2010, product type accessory; product ID 3 7752, serial# (B)(4), product type recharger; product ID 3708160. Serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported over a year later that the patient wanted to schedule a company representative to meet with her to have her device checked. The patient wanted her device checked because she still has painful shocking in her right shoulder and heart area intermittently when the stimulation was on. The patient kept stimulation on 24/7. The patient could reproduce the shocking by stretching backwards a certain way and "it's almost like a friction thing". The shocking moves from her right shoulder downwards. The shocking feeling was compared to sticking your tongue to a battery. The shocking had been occurring since implant and has gotten worse over time.

Manufacturer narrative:
(B)(4).